Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient underwent holistic therapy and no longer wanted their ipg. As a result, the patient failed to charge the ipg as recommended. The ipg failed to establish communication with external devices. The patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Device explant date and false information was unintendedly incorrect in the initial report. This report contains correct information.

Event description:
Additional information obtained, identified the patient underwent surgical intervention wherein the ipg was explanted.